Event description:
It was reported that this implantable pacemaker exhibited a high out of range pacing impedance measurement on the right ventricular channel. It was suspected that this was due to electromagnetic interference (emi). The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker exhibited a high out of range pacing impedance measurement on the right ventricular channel. It was suspected that this was due to electromagnetic interference (emi). The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited a high out of range pacing impedance measurement on the right ventricular channel. It was suspected that this was due to electromagnetic interference (emi). The patient will continue to be monitored. This device remains in service. No further adverse patient effects were reported. Additional information received reported that following the lead safety switch (lss) to unipolar, this pacemaker and non boston scientific rv lead showed some noise without oversensing during lead testing with isometrics. Ongoing high out-of-range pace impedance measurements were noted, and a review of impedance trends showed a history of fluctuating measurements consistent with fretting attributed to the spring contact. The patient experienced pre-syncope and dizziness that coincided with the erratic pace impedance measurements, and elevated rv threshold measurements (1.5 v) were observed without an adequate safety margin. The patient was seen in clinic to change device settings to unipolar pacing/bipolar sensing. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.